Event description:
Device deployed to its midportion. However, the sheath separated and the device had to be manually deployed. The struts of the stent appeared to be somewhat stretched. However, they were able to deploy the remaining stent without complication.